Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that prior to the implant attempt there was difficulty retracting the lead helix. Upon visual examination it was noted that the helix was not fully inserted into the lead tip. The lead was not implanted and another lead was used. No patient complications were reported as a result of this event.